Event description:
A facility reported the luer-lok adaptor came off of the syringe prior to use. There was no patient contact.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. No remarks related to this complaint were reported in the batch record visual inspection: all syringes are visually inspected, items with incompletely assembled luer lock adapters are removed. No loose luer lock adaptors were found for this batch. A functionality test was performed on retention samples, the results met specifications. There have been no similar complaints reported in the lot number. (B) (4). (B) (4). (B) (4).